Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Another 9f sheath was used within the fastcath to complete the procedure with no consequences to the patient.

Event description:
During the procedure, when used in an arterial setting a leak is noted when a wire is placed through the valve.